Event description:
Our country rep for (B)(4) was contacted by a vns physician reporting a vns pt with high lead impedance on their system diagnostic and normal mode diagnostic testing. Prior to the pt's high impedance being attained, they participated in (B)(4) olympics. The pt's vns is not programmed off at this time. The pt is being referred for surgery to access the cause of the high impedance. One x-ray view was received for review. The alignment of the positive and negative electrodes appeared to be normal; however, the anchor tether did not appear to be on the vagus nerve. There appeared to be a suspected area between the positive and negative electrode as no lead could be visualized in this section; however, a lead break cannot be confirmed due to poor image quality. A strain relief bend and loop could not be assessed due to absence of neck x-rays and poor image quality. There appeared to be a sharp angle near the anchor tether; however, quality of image was poor and therefore, it cannot be confirmed. Only one tie-down was visualized. The filter feed-thru wires appeared to be intact. The generator is placed in the left chest in a normal orientation. The connector pin appeared to be fully inserted. The lead appeared to be intact at the connector pin and there was some lead behind the generator. Based on the x-ray received, no obvious fractures could be visualized; however, the sharp angle and a suspected lead break between the electrodes contributing to the high lead impedance cannot be ruled out. Good faith attempts will be made for product return if product is explanted.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized; however, the sharp angle and a suspected lead break between the electrodes contributing to the high lead impedance cannot be ruled out.